Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter healthcare a y-type blood solution set in which a slit in the tubing was observed a couple inches below the drip chamber. According to the report, the set was being primed with an unknown blood medication when a leak was observed. This resulted in a leak of about 2-5ml of the solution. The nurse traced the leak to a slit in the tubing. There were no reports of patient involvement; therefore, there was no patient injury, adverse events, or medical intervention. No additional information is available.